Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. Also,corrosion found on motor home switch. Unable to perform the unexpected error test to verify the alarm due to keypad damage. However, no damage found. The pump was received with cracked at corner display window and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.